Manufacturer narrative:
The investigation of hemolysis and limb ischemia has been completed. The returned compliant device visually inspected. No biomaterial observed. No broken blade or sharp edge found. Data log reviewed: impella position in ventricle alarms observed. No suction alarms seen during support. No motor current (mc) spike observed outside of p-level changes. No placement signal issue observed. Clinical stated: patient received as transfer with bloody urine output. Echo showed impella cp was deep at about 6cm measurement to av annulus. Repositioning performed and cp was pulled back to 4.9cm. The cause of the hemolysis issue most likely was improper positioning related and impella required repositioning after transferring. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. The failure mode positioning issues was added the root cause of the positioning issue was most likely use related with pump retracting after patient transfer and was deep about 6cm to aortic annulus. D9 device returned to manufacturer date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27645. H3 was erroneously selected on the initial manufacturer device report number 1220648-2025-27645. H6 type of investigation 4114 was erroneously entered on the initial manufacturer device report number 1220648-2025-27645. H10 narrative erroneously stated, " the pump was not returned for investigation" on the initial manufacturer device report number 1220648-2025-27645.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was placed, and limb was seen to be ischemic, and an external bypass was placed. The patient was then transferred to the tertiary center and the pump was seen to be deep and showing signs of hemolysis. The team observed the blood urine and a pfhg was drawn. The pump was attempted to be repositioned. Ultimately the decision was made to explant the impella cp and escalate to 5.5 pump.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. Instructions for use as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿